Event description:
Provider states crossbar got stuck on right side stroller handle. Both cracked and stuck.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Replacement parts were sent for dealer to repair. The malfunction has not been confirmed.